Manufacturer narrative:
The evaluation showed, that the bolts in the upper part (backward) disengaged. The bearings in the upper back part are broken. No fall or injury occurred due to this failure, but it could have led to patient injury.

Event description:
Knee joint was sent in for repair. According to the information provided by the customer the upper screws are broken. The patient did not fall.